Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely to have occurred due to abnormal detection of the main lamp due to the life of the main lamp. Root cause of the event has not been specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. Device evaluation revealed the emergency lamp indicator and main lamp were lighting up at the same time. This was due to a non-olympus xenon lamp was being used. Also due to expired life expectancy of lamp, while the main lamp was lighting, the emergency lamp was also lighting. Additionally, there was a scratch on top cover. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii xenon light source switches to the replacement lamp after a few minutes during an unspecified procedure. The customer cleaned the fan and the contacts of the lamp rail and switched new lamp which did not resolve the issue. There were no reports of patient harm or impact associated with the event.